Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon receipt of the device on august 24, 2016, significant damage was noted and this device was re-evaluated for reportability. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). A product development investigation was performed for the subject device (10mm/130 deg ti cann tfna 235mm/right ¿ sterile, part number 04.037.044s, lot number 7965644). Based on the investigation it was reported that the surgeon removed the tfna forcefully, due to no access lock prong assembly with the broken distal hex-screwdriver head blocking the cannulated canal of the connecting screw. The head element could not be released ordinarily and thus, removing it cause significant damage to the nail. This complaint category was investigated and an additional note was added to the surgical technique guide stating, ¿in case of difficulties to remove the connecting screw, push the insertion handle towards medial or lateral to neutralise soft tissue pressure.¿ a device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: apr 28, 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The complaint condition was confirmed. The root cause is attributed to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a nailing procedure the screwdriver broke because of cold fusion of the handle with the nail and the lack of stiffness of the ball. The damage nail was removed with the insertion handle and was replaced with a (pfna) proximal femoral nail antirotation during the same surgery. The screwdriver broke in two (2) pieces&#17672;e distal ball of the screwdriver and the screwdriver (without the distal ball). The patient&#38112;postoperative outcome was good. The surgery was extended for one (1) hour due to the reported event. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. It was reported by the investigation of the complaint articles has shown that: the devices were received in an assembled condition; the insertion handle was still connected to the nail with the connection screw. The t-handle screwdriver was also send back and the complete spherical hexagon part is broken off, the fragment was enclosed. The manufacturing documents of all devices were reviewed and no complaint related issues were found. During the investigation it was possible to disassemble the devices with a straight standard hex-wrench by applying very high force. Afterwards it was possible to assemble and disassemble the devices as required. The review of the broken t-handle screwdriver has shown that the complete hexagon is broken off. The relevant dimensions at the fracture face cannot be verified anymore as the device did slightly twist at this point before it broke. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Based on that, we conclude that the very high force that was applied onto the spherical shaped tip of the t-handle screwdriver during the attempt of loosening the connection screw did lead to the breakage of the device. However, based on the provided information we are not able to determine what finally caused the jamming between the nail, the insertion handle and the connection screw. One reason is possibly very strong tightening of the connection screw during assembling, which would explain the visible deformations at the broken hexagon and as well by the visible marks in clockwise direction of a wrench at the upper hexagon below the handle. An investigation that was performed on previous complaints has shown that also shown that soft tissue pressure can also lead to a jamming of the devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.